Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. The customer's blood glocuse level was unknown mg/dl. The customer stated that the act button are not working and other buttons stick at times. The customer was asked if he recalls any significant events leading to the keypad issue and said no. The customer was advised that the insulin pump need to be replaced. The patient was advised to discontinue use of the insulin pump and revert to back up plan per health care provider instruction.

Manufacturer narrative:
The insulin pump was received intermittent button response due to corroded keypad traces. The device was received with minor scratched display window, cracked battery tube threads, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.